Event description:
Caller reported a malfunction on the pump, which may have been caused by the pump getting wet due to rain the day prior. There was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to call back if any malfunction code recurred, and they acknowledged and understood these instructions.